Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6) displayed (ua) 02 (compression tracking error) and (ua) 45 (not at "home" position after power-on/restart) was confirmed during the review of the archive data but not during functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. The likely root cause for the (ua) 02 error was due to the size of the mannequin used during the reported event. The archive data revealed that the mannequin used was small and light in weight. To have a successful take-up, a requirement of at least 6lbs of the load is applied to the load plate. Otherwise, the autopulse platform displays (ua) 02 after the user presses the start button. The root cause of the (ua) 45 error observed by the customer was due to the drive shaft not being at the "home position." If the lifeband is not completely pulled up (fully extended) before use, the encoder shaft will not be at the "home" position. The autopulse functioned as intended by triggering (ua) 45 when the driveshaft was not at the "home" position and (ua) 02 when the mannequin used was small and light in weight. The customer reported complaint that "the autopulse platform (sn (B)(6) displayed (ua) 17 (max motor on time exceeded during active operation) was not confirmed based on the archive data review or during functional testing. The data archive did not show any (ua) 17 error messages on or around the reported event date. However, the archive did show (ua) 18 (maximum takeup depth exceeded) on the event date. Therefore, it is possible that the error message observed by the customer was a (ua) 18 (maximum takeup depth exceeded). The root cause of (ua) 18 was due to the size of the mannequin used during the reported event. The archive data revealed that the mannequin used was small, light in weight and its chest circumference was small. The autopulse functioned as intended by triggering (ua) 18 when the chest circumference is too small. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data indicated (ua) 02 and (ua) 45 error messages on the event date; thus, confirming the customer's reported complaint. In addition, the archive showed (ua) 18 (maximum takeup depth exceeded) on the event date. The autopulse platform passed the initial functional test without any fault or error. The complaints of (ua) 02, (ua) 45, and (ua) 17 were not observed and could not be duplicated during functional testing. The (ua) 18 seen in the archive was also not reproduced. The autopulse platform functioned as intended. User advisory is normally a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During device check after a call, the customer reported the autopulse platform (sn 24640) displayed multiple advisory codes after swapping the autopulse li-ion battery and lifeband to prepare it for the next use. (Ua) 02 (compression tracking error), (ua) 45 (not at "home" position after power-on/restart), and (ua) 17 (max motor on time exceeded during active operation) error messages were observed. The platform would perform one compression and then stop. The platform performed as intended during the patient event. No patient involvement.